Event description:
It was reported that a farawave catheter was delivered with visible water damaged. Per further information received, the seal it's considered to be compromised. All 9 catheters reported with the same issue are expected to be returned.

Manufacturer narrative:
Device technical analysis: visual inspection revealed no outer abnormalities were noted. The "seal compromised" allegation was not confirmed through cis analysis. The device was not returned in any original packaging, and no media was provided to confirm the failure.

Event description:
It was reported that a farawave catheter was delivered with visible water damaged. Per further information received, the seal it's considered to be compromised. All 9 catheters reported with the same issue are expected to be returned.